Manufacturer narrative:
Reference MFR. Complaint #ar1997-10-14-92. One used and unused sample were returned for evaluation. All dimensions were within specification. No occlusions were observed in either sample. The manufacturing plant examined the returned units, checked the lot history and found no problems. The problem of blanching/bluing of extremities during the use of uvc's is well documented and is discussed in co's labeling, customer removed the catheter and the condition resolved itself.